Event description:
The pump was returned for investigation. Investigation revealed keypad button issues and display issue. This report is made based on results of investigation completed on 06/04/2015.

Manufacturer narrative:
Submitted: 06/17/2015. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned and evaluated by product analysis on 06/04/2015 with the following findings: device evaluation: on investigation, all the keypad buttons were responsive. The keypad cover was found to be completed peeled off the pump and was missing. The up arrow button was unresponsive when tested. The remainder of the buttons had normal response. Contamination was present on the contacts of the up arrow and contrast keypad buttons; the contrast button has not effect on insulin delivery. The display was noted to be dim/faded/discolored.